Event description:
It was reported that during a laparoscopic colon procedure, the tip melted off the trocar and no pieces fell into the patient. A harmonic was being used at the same time, however, the surgeon mentioned that the two devices did not come in contact with each other. Another trocar was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Melted sleeve. The analysis results found that the device showed damage at the tip of the sleeve. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.